Event description:
This lead was explanted due to low impedances and intermittent loss of capture. While replacing this lead, the impedances fluctuated when the lead was checked through the analyzer and a new device; while connected to the device, this lead was unable to capture. The lead was checked under fluoroscopy and it did not change position throughout the case. The physician replaced this lead.